Manufacturer narrative:
Before the ftrd procedure a regular upper gi endoscopy was performed. After the procedure the user did not notice the esophageal perforation. The oesophagus was described as very vulnerable due to long-standing reflux disease. The patient complained about pain after the procedure, but this was not attributed to a possible perforation. There is no indication of a defect of the product or an unusual situation in the ftrd resection procedure itself. In summary, the described error is not attributed to a product malfunction and the user confirmed the regular function of the device. The case represents a procedural complication. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
It was reported that after a successful procedure in the stomach using a gastroduodenal ftrd system set, an esophageal perforation was caused. The perforation went unnoticed, leading to mediastinitis and septic shock, resulting in the patient's death. The perforation was not at the site of the intervention itself; it was in the mid to lower esophagus. At the end of the procedure the endoscopist did not visualize a perforation; the elderly patient had multiple comorbid diseases and in particular chronic reflux and esophagitis with a mechanically vulnerable esophageal wall.